Manufacturer narrative:
The mayfield composite series skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. The ratchet extension arm passed all functional testing for movement. The disk ratchet and retainer were replaced due to wear. General maintenance, cleaning and replacement of worn components is required.. Root cause - the mayfield 2 lock had up and down movement and the teeth were grinding when rotated. The skull clamp required replacement of components worn from routine use. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) had a faulty locking mechanism. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.